Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported during the call that he became aware of the alleged inaccuracy issue at around 12:35 p.m., on (B)(6) 2020. The patient claimed obtaining blood glucose results of ¿226 ¿ 273 mg/dl¿ with the subject device which he felt were inaccurately high compared to his feelings and/or normal results. The patient manages his diabetes with oral medication (metformin, 500 mg in the morning and evening) and by following a strict diet and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that whilst at the pharmacy on (B)(6) 2020, at around 12:50 p.m., he developed symptoms of ¿nausea¿ and felt ¿dizzy¿ which he associated with low blood glucose. The patient advised that the pharmacist treated him with a glucose tablet and that approximately 15 minutes later, he began to feel better and tested his blood glucose using the subject device, reportedly obtaining a result of ¿226 mg/dl¿. The patient also advised during the call that he contacted his doctor whilst at the pharmacist to inform them of the event and his concerns about his onetouch device and was advised to contact lfs; no additional treatment was provided. There was no report that the patient tested his blood glucose on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device. The csr also reviewed the patient¿s testing technique and confirmed that the correct process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and was given a glucose tablet by a health care professional after obtaining alleged inaccurate high blood glucose results with the subject device.